Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an arthroscopic rotator cuff repair when the surgeon wanted to deploy the third anchor on the third bone hole side following the normal deployment sequence of the anchor: the anchor was placed in the bone and the first deployment lever was fired/ pulled. The surgeon pulled on the anchor as per usual to confirm the wing deployment has happened, but the anchor pulled out with no wings deployed and detached from the anchor shaft. Attempting to remove the anchor from the suture failed the bullet was already in the anchor. The suture lock button wasn¿t pressed. The second deployment sequence was never used. This events happened with all three anchors. The device did break inside the patient and all pieces were removed. The procedure was completed with a backup device with no delay or patient injury reported.

Event description:
It was reported that, during an arthroscopic rotator cuff repair, when the surgeon wanted to deploy the third anchor on the third bone hole side following the normal deployment sequence of the anchor, the anchor was placed in the bone and the first deployment lever was fired/ pulled. The surgeon pulled on the anchor as per usual to confirm the wing deployment has happened, but the anchor pulled out with no wings deployed and detached from the anchor shaft. Attempting to remove the anchor from the suture failed, the bullet was already in the anchor. The suture lock button was not pressed. The second deployment sequence was never used. These events happened with all three anchors. The device did break inside the patient and all pieces were removed. The procedure was successfully completed with a back-up device, which was inserted in another bone hole. Neither surgical delay nor patient injury were reported. For the insertion site preparation, it had been used a rf device and a 3.0 mm drill. Then, the site was cleared of all debris prior to insertion of the anchor. The patient bone quality was good.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned magnum2 knotless implant shows a deployed device with contamination at distal end. The implant at distal end is completely detached and the metal rod is damaged and bent. The detached implant and the distal snare ring were not returned with the device. The snare line is placed outside the device and reeled into the wheel without sutures attached. There are no manufacturing abnormalities visually observed with the returned instrument. Functional evaluation could not be performed because the device was received deployed and the device is a single used device. An attempt was made to test possible basic functions of this instrument. Rotating the suture ratchet knob performed as intended. Further functional test are not possible. The complaint was not verified and the root cause could not be determined with certainty as the suture lock button was not pressed and the implant could be detached as intended . Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).